Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be dripping out of two infusion sets during the load fill tubing sequence. Troubleshooting was performed and it was found that insulin was not dripping out of the cartridge tubing during the load fill tubing sequence. A cartridge change was performed resolving the issue. Customer's blood glucose level was 398 mg/dl.